Event description:
The facility reports after a breathing treatment, the pt was put on the bath lift to drain. The pt bumped the safety rail, knocking it down, and proceeded to gradually slide off the lift face first. The pt suffered friction burns to nose, forehead, and right cheek.